Event description:
It was reported to intuvie that a malfunction occurred with a batch of tubing during the infusion of medication to a patient. This happened in the middle of the infusion. Attached images were provided for reference. As a precaution, all tubing from this lot number was removed from the reporter¿s current inventory. No patient harm was reported.

Manufacturer narrative:
A review of complaint history identified one previous complaint associated with leaking tubing for lot number 2506032. A review of the certificate of conformance confirmed that (B)(4) units were manufactured within this lot. A supplier corrective action request (scar) was opened to investigate the reported issue and remains under investigation. Similar leaking tubing events are also being evaluated under an active CAPA investigation. Evaluation of the image provided by the end user confirmed a tubing malfunction. The affected administration set will not be returned for evaluation; therefore, the probable cause remains unknown. Refer to com#: (B)(4).